Event description:
The customer reported that the system would not reproduce the cine runs. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cine bridge and the cine drive and adjusted the 5vdc circuit and cleaned and reseated the connectors from the ps 2 to the mainframes backplane. The system was tested and found to be working as intended and put back in service.